Event description:
It was reported that the user experienced a brief sensor issue on a dexcom g7 integrated with the ilet system, characterized by intermittent communication resulting in a signal loss alert expected to resolve within several hours; the agent advised entering blood glucose into the pump via fingerstick and to wait for the alert to clear. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure, with the device component implicated in the electrical and magnetic domain, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.